Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon was using the device with monopolar connection to a generator. Upon activation of the device, patient's heart rate dropped to a low rate. The patient was uninjured but was sent for a follow-up EKG after the case. The generator was sent with the monopolar cord to bio-med for inspection. The endoshear and the unit were removed and the surgeon used a scalpel to finish the cuts.